Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the clip test. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. No product issue was found.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument does not close. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.